Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported valve catheter showing blood return. Risk of catheter loss due to obstruction. It is suggested to use tweezers to cut off the flow of other material so as not to lose access, pediatric patients and those with difficulties in venous access. No other information was provided.

Event description:
It was reported valve catheter showing blood return. Risk of catheter loss due to obstruction. It is suggested to use tweezers to cut off the flow of other material so as not to lose access, pediatric patients and those with difficulties in venous access. No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reeq3660 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported valve catheter showing blood return. Risk of catheter loss due to obstruction. It is suggested to use tweezers to cut off the flow of other material so as not to lose access, pediatric patients and those with difficulties in venous access. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood backflow through the solo valve was inconclusive due to the nature of the returned sample. The implicated product was one 4fr s/l powerpicc solo catheter and the returned product was one photograph which depicted a 4fr s/l powerpicc solo catheter. The depicted device was inserted into the arm of a patient. The extension tubing markings worn and kink impressions were visible just distal of the luer adapter. A needleless injection cap was attached to the luer adapter. Blood residue was visible within the extension tubing and within the injection cap. Backflow was not conclusively evident in the submitted photograph; however, the valve could neither be thoroughly examined nor functionally assessed. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11